Event description:
The user received questionable results for 7 patient samples that were discovered with delta checks. Of the provided data, the results for six patient samples were discrepant. All results are in mmol/l. Patient sample 1 initial sodium result was 130 with a data flag and the repeat result was 144. The initial potassium result was 2.7 with a data flag and the repeat result was 3.3 with a data flag. Patient sample 2 initial sodium result was 131 with a data flag and the repeat result was 140. Patient sample 3 initial sodium result was 127 with a data flag and the repeat result was 139. The initial potassium result was 3.4 with a data flag and the repeat result was 4.1. Patient sample 4 initial sodium result was 129 with a data flag and the repeat result was 138. Patient sample 5 initial sodium result was 127 with a data flag and the repeat result was 133 with a data flag. Patient sample 6 initial sodium result was 118 with a data flag and the repeat result was 138. The initial results were reported outside the laboratory. No patients were adversely affected. The lot numbers of the sodium and potassium electrodes were not provided. The user stated the issue was resolved by the field service representative when he replaced the sipper probe. The user stated she replaced the ise probe and ise tubing.